Manufacturer narrative:
The device was returned and initial visual examination revealed that the balloon was partially inflated and it contained both a transparent liquid and air. The stent was not returned. The returned device was soaked in warm water to dissolve the contrast media in the inflation lumen. It was then connected to an encore inflation unit. It was possible to inflate the balloon to 12atm. A vacuum was pulled and the balloon deflated in < 10seconds. Visual examination of the proximal weld region confirmed that this device was not focally necked down. There were 2 kinks present on the lumen of the device at 10.5cm and 16.1cm proximal to the tip of the stent delivery system (sds) and kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed.(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product.

Event description:
Same case as MFR# 2134265-2010-05845. It was reported that during a stenting treatment procedure, a balloon inflation and deflation issue, withdrawal difficulty and patient death occurred. The 80-100% stenosed, 3.2x42mm, eccentric, de novo lesion being treated was located in the non-tortuous, mildly calcified left anterior descending (lad) artery. Access was obtained through the femoral artery. The lesion was predilated with a 2.5x20 non-bsc balloon in the proximal to distal lad, 65% stenosis remained. Then "angiographic control" was performed, which identified "a good opening of the places of the plaque". Ivus was performed with an atlantis sr probe. The physician decided to place stents in the mid and distal lad. A 2.50x24mm taxus liberte stent was deployed in the distal portion. The physician attempted to deploy a 3.00x32mm taxus liberte stent in the proximal portion. Inflation difficulties were experienced. The balloon was inflated to 12 atms. The physician attempted to deflation the balloon, but the diluted contrast material stayed inside the balloon and the balloon would not deflate. Negative pressure was applied three times to deflate the balloon, without success. Fluoroscopy performed during the negative pressure attempts identified the balloon was still inflated. More than a minute had passed and the patient's "cardiac frequency" was decreasing. A temporary pacemaker was placed, but the patient was exhibiting hemodynamic deterioration. The physician attempted to remove the inflated balloon but the mach1 guide catheter "went through the artery by applying some force to the balloon, apparently the balloon was stacked with the stent". The guide catheter did not dissect or perforate the vessel. The physician rearranged the mach1 guide catheter and tried again to deflate the balloon with negative pressure, without success. The patient's arterial pressure was 70/40. The physician was able to successfully remove the whole system. The guide catheter was rearranged and an injection was performed which allowed the physician to visualize the artery was opened, but with a loss of a septal and a diagonal (dx) artery. The patient began experiencing electromechanic dissociation with cardiogenic shock. The physician attempted to cross the diagonal with an unknown device, but was unsuccessful. The patient began experiencing ventricular fibrillation. External defibrillation was performed, twice at 360j, getting out from the pacemaker rhythm. The dissociation continued, due an electric spike, but angiography revealed the heart was not moving. Death was determined after basic and advanced cardiopulmonary techniques were performed for 30 minutes. Flow in the lad was timi I-ii. The physician believes that removing the inflated balloon moved plaque to the proximal portion of the lad, occluding the dx artery and a septal, which contributed to the event. The physician reported the contrast medium used for the balloon inflation may not have been correctly diluted.

Event description:
Same case as MFR# 2134265-2010-05845. It was reported that during a stenting treatment procedure, a balloon inflation and deflation issue, withdrawal difficulty and patient death occurred. The 80-100% stenosed, 3.2x42mm, eccentric, de novo lesion being treated was located in the non-tortuous, mildly calcified left anterior descending (lad) artery. Access was obtained through the femoral artery. The lesion was predilated with a 2.5x20 non-bsc balloon in the proximal to distal lad, 65% stenosis remained. Then "angiographic control" was performed, which identified "a good opening of the places of the plaque". Ivus was performed with an atlantis sr probe. The physician decided to place stents in the mid and distal lad. A 2.50x24mm taxus liberte stent was deployed in the distal portion. The physician attempted to deploy a 3.00x32mm taxus liberte stent in the proximal portion. Inflation difficulties were experienced. The balloon was inflated to 12 atms. The physician attempted to deflation the balloon, but the diluted contrast material stayed inside the balloon and the balloon would not deflate. Negative pressure was applied three times to deflate the balloon, without success. Fluoroscopy performed during the negative pressure attempts identified the balloon was still inflated. More than a minute had passed and the patient's "cardiac frequency" was decreasing. A temporary pacemaker was placed, but the patient was exhibiting hemodynamic deterioration. The physician attempted to remove the inflated balloon but the mach1 guide catheter "went through the artery by applying some force to the balloon, apparently the balloon was stacked with the stent". The guide catheter did not dissect or perforate the vessel. The physician rearranged the mach1 guide catheter and tried again to deflate the balloon with negative pressure, without success. The patient's arterial pressure was 70/40. The physician was able to successfully remove the whole system. The guide catheter was rearranged and an injection was performed which allowed the physician to visualize the artery was opened, but with a loss of a septal and a diagonal (dx) artery. The patient began experiencing electromechanic dissociation with cardiogenic shock. The physician attempted to cross the diagonal with an unknown device, but was unsuccessful. The patient began experiencing ventricular fibrillation. External defibrillation was performed, twice at 360j, getting out from the pacemaker rhythm. The dissociation continued, due an electric spike, but angiography revealed the heart was not moving. Death was determined after basic and advanced cardiopulmonary techniques were performed for 30 minutes. Flow in the lad was timi I-ii. The physician believes that removing the inflated balloon moved plaque to the proximal portion of the lad, occluding the dx artery and a septal, which contributed to the event. The physician reported the contrast medium used for the balloon inflation may not have been correctly diluted.